Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer declined troubleshooting from tandem technical support (tts). Customer continued to use the pump for insulin therapy. Customer¿s blood glucose (bg) was "high"; although specific value was not provided. No additional information was provided.